Event description:
Caller reported a malfunction on the pump with the code malf 5. There was no information provided regarding any adverse impact on the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue reappears, which was acknowledged and understood by the caller.